Event description:
It was reported that the patient presented the emergency room with implant site showing redness. Problem occurred postoperatively. Blood count was normal. The patient was admitted to the hospital. There was no patient injury or death. Additional information has been requested; a follow-up report will be sent if information becomes available to us.

Manufacturer narrative:
Analysis of the pump revealed no anomaly found.

Event description:
Additional information was received. It was reported that, at the time of report, there was no evidence of infection, though a culture had not been done. Only the pump had been replaced and the pump pocket was repositioned. Six days later, it was reported that the pump was sent to a pathologist. Four days after that, it was reported that the patient was feeling "perfect" and there were no symptoms of infection seen during a clinic visit.

Manufacturer narrative:
(B)(4), lot# b0982157k, implanted: 2010 (B)(6), (B)(4), lot# 0202734861, implanted: 2010 (B)(6), (B)(4), lot# 0202913966, seri implanted: 2010 (B)(6). (B)(4).